Manufacturer narrative:
Product evaluation has been completed. One opened lens pouch was returned without the rest of the packaging. The lens was situated in the loading deck area of the returned delivery device. Particulates, saline dendrites and dried solutions were visible on the optic. Visual inspection found that the lens was not positioned correctly, as it was off to one side under the opened drawer. One haptic was bent. Functional testing cannot be performed due to the damage. There are no open non-conformances or capas for this complaint type. Upon review of the device history record, no nonconformities or anomalies were observed. There are no similar complaints for this lot number. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The product evaluation could not verify any failure mode. The ez-28v inserter used is not validated for use with the mi60lp lens. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted when additional information is available.

Event description:
It was reported that the intraocular lens (iol) was adjusted into the capsule position of the right eye, it became apparent that the posterior capsule was opened and that there was a vitreous prolapse anterior to the lens. The lens was unable to be positioned due to the posterior capsule being open. The surgeon had to do a vitrectomy. The lens was removed intraoperatively and replaced with another iol model of a different diopter. The incision was enlarged, and sutures were required. Though requested, no additional information has been received.